Event description:
It was initially reported on (B)(6), 2012 that the patient experienced pain near the pocket site of their implantable neurostimulator (ins). The pain was present since implant and had gotten worse since then. The patient noted that if they pushed on the skin with their finger, the pain became intense. The pain was present when the ins was both on and off. Follow-up information received on (B)(6) 2012 indicated the patient still had concerns about their therapy, but had an appointment with their doctor on (B)(6) 2012. Additional information indicated the patient had a pocket revision on (B)(6) 2012. It was reported that the patient was very thin and the ins caused discomfort where it was placed. It was noted that beside the pocket discomfort, the patient was receiving adequate therapy. The pocket was revised to place the ins deeper and a new lead was added to the patient's right side and connected to the existing ins. The previous lead (left side) was left in the patient. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the event was due to lead dislodgement or migration. It was unclear if a replacement took place at the time of revision. The revision yielded good results. The event resulted in hospitalization and there was no patient injury.

Manufacturer narrative:
Product ID (B)(4), lot# v674664, implanted: 2011 (B)(6), explanted: na, product type: lead, product ID (B)(4), serial# (B)(4), product typ: programmer. (B)(4).